Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. Customer reported "multiple" instances where their blood glucose (bg) level was displayed as "high"; however, a specific value was not provided and customer did not provide specific details or event dates. No additional information was provided and the customer declined troubleshooting with tandem technical support.